Event description:
It was reported, the patient is experiencing a burning sensation at her ipg site when she turns stimulation on. An sjm rep met with the patient and lead diagnostics showed all impedances were low. The patient is receiving effective stimulation. X-rays may be done to assess the integrity of the ipg header and lead connections.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.